Manufacturer narrative:
Citation: chee eng hoo, et al. Long-term comparative outcomes in patients undergoing transcatheter aortic valve implantation with se lf-expanding valves versus balloon-expandable valves: a retrospective observational study. Formosan journal of surgery 58(3): p 115-119, 5/6 2025. Doi: 10.1097/fs9.0000000000000185 earliest date of publication used for date of event. Earliest approved medtronic tavi product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve implantation (tavi) with self-expanding (sev) valves versus balloon-expandable valves (bev). The study population consisted of 74 patients who underwent tavi with either a medtronic sev type (corevalve or evolut r, n = 64) or a non-medtronic bev type (sapien or sapien-xt, n = 10). In the sev group, the following adverse outcomes occurred: stroke or transient ischemic attack, myocardial infarction, life threatening bleeding, major vascular complications, need for pacemaker implantation, repeat aortic valve intervention, structural valve deterioration (characterized as increased/high mean gradients or moderate-severe central aortic regurgitation), paravalvular leak (trivial or moderate), mitral regurgitation (trivial to severe), thrombosis, and hospitalization for heart failure-, procedure-, or valve-related reasons. Additionally, 15 deaths were documented in the sev group during the long-term follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic device and any of the deaths.